Manufacturer narrative:
H6: evaluation codes - method - work order search. Results: a work order search was performed and no similar complaints were found within the work order.

Event description:
The surgeon attempted to implant an aa4203tl silicone toric plate lens but it became stuck in the cartridge prior to insertion. The lens would not advance and it is unknown if it was damaged. There was no pt contact or injury. An indigo-p injector, an indigo foam tip plunger and an sfc-25 fp cartridge were used, but the contact was unable to recall the lot number.